Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient presented with pre-op diagnosis as: c5-c6 herniated disc. For which patient underwent cervical arthrodesis procedure. Post-op, patient had inflammation in the process of the vertebral plates. Patient had anti-inflammatory medication. Patient reportedly has cervical pain due to inflammatory process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.